Event description:
It was reported that during patient follow up, artifact signal was seen on the superior vena cava (svc) coil of the right ventricular (rv) lead. The svc coil was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)